Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the implantable cardioverter defibrillator was oversensing on the right ventricular channel. It is unknown what caused the oversensing. Programming changes were made to address the oversensing, and the patient was in stable condition.